Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 550-14, lot# n310252, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 355531, lot# n303698, implanted: (B)(6) 2012, product type: screening device. Product ID: 3550-39, lot# n304995, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was having issues with the implant. The device had not been working for 4-5 months at the time of the report. It was further reported that the patient had an appointment scheduled on (B)(6). It was further reported that the battery was read on (B)(6) and was at end of service (eos). An impedance test was performed and the leads were good. The cause of the event was that the battery reached eos. There were no interventions taken or planned. The patient was moving forward with getting approved and scheduled for battery replacement. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient¿s device was not working and was not helping with their pain. It was noted that this had been going on for the past 3-6 months. The patient¿s doctor took x-rays and the system was in a ¿stable¿ position. The doctor wanted a manufacturer representative to come out and check out the system. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was implanted on (B)(6) 2012 and explanted on (B)(6) 2014. The patient was not in a clinical study, and the device was replaced with a manufacturer product. In march, it was noted the device had not worked in 4-5 months. The patient met with the manufacturer representative (rep) in the office on (B)(6) 2014 and the device was at end of service (eos). It was noted the ins had normal battery depletion. No patient death or injury was reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4)) found no significant anomaly. The battery was found to be at normal end of life and telemetry and output were okay.